Event description:
The event is unknown to the original user. Staff member was drawing blood using a vacutainer and vacutainer needle. Staff finished drawing blood and disconnected the needle from the vacutainer. The blood was sent to the lab and the lab staff member was stuck by the needle that had broken off inside the rubber stopper that is on the tube.